Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2023 and (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with two infusion sets. Therefore, the infusion set had been used for 3 days for both the events. Further, the patient removed the infusion set and will be replacing it. No further information available.